Event description:
Boston scientific received information that the patient received inappropriate shocks post-implant. Signals were noisy and/or flat in both primary and alternate vectors (which both use the sense b electrode). A review of episodes confirmed the patient received two shocks per episode and there were three episodes total and then one untreated episode. The field representative reports that primary vector had looked good before, but now looks flat. Alternate was also flat, but secondary looked good. Initially a marginal insertion issue was suspected, but after further review the concern is with air entrapment. Boston scientific technical services (ts) recommended palpitating the xyphoid incision and program to secondary vector. The physician confirmed he used a 3 incision technique. Chest x-rays were taken which air was identified. Connections were also checked which confirmed the electrode pins were through the connection were also checked which confirmed the electrode pins were through the connector block. The following day, the patient was checked again. Oversensing was still observed in both primary and alternate vectors. The device was left in secondary vector and the suspected cause was still air entrapment. The patient will be re-evaluated at their next scheduled follow-up appointment. No adverse patient effects were reported. Additional information was received that the patient's device was checked again and all vectors were tested. Alternate vector (near xyphoid) had noise with palpitations or patient movement. Secondary vector looked clean. The field representative was not aware when the patient would be seen in the clinic next.

Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.